Manufacturer narrative:
The manufacturer previously reported a ventilator required servicing to be performed by the manufacturer due to a ventilator service required alarm. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, an error relating to a pressure sensor mismatch was found in the device's error log. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. During final evaluation of the device by a philips remote service engineer, the technician provided the customer with an ev300 service manual. Advised the customer of possible internal contamination covered by recall fco86600073a. The engineer verified afterwards that no visible environmental debris was found in the gas paths. The machine flow sensor and o-ring were replaced to resolve the issue. Full performance verification tests passed successfully. Unit is clear for service.

Manufacturer narrative:
The manufacturer previously reported a ventilator required servicing to be performed by the manufacturer due to a ventilator service required alarm. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, an error relating to a pressure sensor mismatch was found in the device's error log. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.

Event description:
A ventilator required servicing to be performed by the manufacturer due to a ventilator service required alarm. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, an error relating to a pressure sensor mismatch was found in the device's error log. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.